Manufacturer narrative:
On 9/8/2015, we became aware that the information provided in the other remarks section was not submitted on the initial emdr. Concomitant medical products: cook tracer metro direct wire guide (metii-25-480), cook tri-tome pc protector (tri-25m-p), boston nasobiliary drainage (unknown model number). Investigation evaluation: the stent was returned fully deployed from the delivery system. A visual inspection of the stent shows damage to the stent. It is possible that the damage to the stent came from excessive pressure when deploying the stent. The length of the stent is within specification. All four gold markers are present on the distal end of the stent and no piece of the stent is missing. The distance between the y-body and the wire guide port measures within specification. The length of the outer sheath was measured within specification. A functional test was not able to be performed due to the stent already being deployed from the delivery system. The handle of the delivery system has a slight bend in it that could have come from excessive pressure when deploying the stent. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The information provided indicated slight resistance was encountered when the wire guide was advanced into position. Resistance of this nature is most likely due to placing the stent in a severe stricture. A caution located in the instructions for use advises the user to avert stent placement if a wire guide will not advance through the stricture. The contraindications listed in the instructions for use include inability to pass the wire guide or stent through the obstructed area. The information provided indicated very small resistance was encountered when the stent delivery system was advanced into position. Resistance of this nature is most likely due to placing the stent in a severe stricture. The contraindications listed in the instructions for use include inability to pass the wire guide or stent through the obstructed area. Difficulty with stent deployment can occur if the catheter of the delivery system has a bend or kink. Kinks, waves and/or bends in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. The information provided indicated that 2 cm of the stent was deployed out. This stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This stent is considered to be a permanent implant. Prior to distribution, all fusion zilver expandable metal biliary stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In an endoscopic retrograde cholangiopancreatography (ercp) operation, the physician used a cook fusion zilver biliary stent system. The papilla was cannulated and cut successfully with sphincterotome and wire guide. The wire guide went through the stricture on the upper part of the common bile duct. Under x-ray inspection, the inner stent stylet was removed, and with the support of the wireguide, the operator clearly saw the radiopaque marker of the stent go through the stricture. The handle lock of the stent system was removed, kept the handle fixed [the handle was fixed], and retracted the outer sheath. The deployment was very hard to do. Under x-ray, the stent was deployed 2 cm out, and could not go any further. Additionally, the stent could not be released out or retracted in. In view of safety, the doctor withdrew the endoscope together with the stent delivery system from the patient, and then placed a nasal biliary drainage catheter over the wire guide.